Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose (bg) level was 220 mg/dl. The customer was to contact a healthcare provider to obtain a backup method to manage diabetes.